Manufacturer narrative:
Additional information: h3, h4, h6, and h10. Correction to d10: also, update therapy date to n/a h4: the lot was manufactured between january 23-24, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bag that contained the device, which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking sodium chloride from an unspecified location. The leak was observed at the hospital prior to patient use. There was no patient involvement. No additional information is available.